Manufacturer narrative:
(B)(4). The reported event is confirmed. Product was returned and evaluated. Visual inspection of the returned tasp found signs of repeated use and a fracture ranging from the anterior side to the left posterior track. Gouge marks and dents were noted which is indicative of repeated use. Device history record  (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. The CAPA investigation also identified instrument misuse as a contributing cause. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice (reference (B)(4)). Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp components in this complaint were manufactured before the design modification. However, for this complaint, reported information states that the surgeon was using a mallet to impact the tasp into a tight knee. The persona surgical technique instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The root cause is considered to be misuse as the surgeon impacted the tasp. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be completed.

Event description:
It was reported during trialing, the provisional poly was a tight fit so the surgeon used a mallet to tap the plastic poly into the metal tray. After he finished trialing and removed the poly the surgeon found that there was a crack in the top portion of the tibial articular surface provisional. There was no delay in procedure and no adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.